Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: review of the black box data revealed record of loss of prime alarm. The pump was exercised for 24 hours; ez-prime steps were performed correctly without alarm or warning. The pump was found to be performing within the required specifications without malfunction. The complaint was not duplicated.